Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed tank cover cracked and front cover chipped. Customer?s electrical issue was duplicated. Filled tank with water, attached temp check, plugged in line cord, and turned on with power switch. The root cause of the electrical issue was determined. A faulty printed circuit board was the cause of the power failure. Actions taken to mitigate the reported issue: replaced printed circuit board. UDI information is unknown.

Event description:
It was reported that broken liquid crystal display. No patient injury reported.